Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported that a groshong PICC could not be removed by simply pulling it out because the PICC seemed to be adhered to the skin. Vascular surgeons were able perform the removal. It appeared that the catheter was attached to the skin in two places. At the fixation points, the facility reported that the sections were not blue and smooth but colorless and rugged (rough). The catheter was in patient less than one year. The facility is unsure if the cause was due to some disinfectants or alcohol used for the PICC treatment.